Manufacturer narrative:
There was no device malfunction associated with the inappropriate defibrillation. The patient passed away (B)(6) 2014. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 05/2012; electrode belt (B)(4): 07/2011. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (seed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).

Event description:
A us distributor contacted zoll on (B)(6) 2014 to report that a patient passed away on (B)(6) 2014. The patient experienced an inappropriate defibrillation event the day prior on (B)(6) 2014 while staying in a hospital. Atrial fibrillation at 152 bpm contributed to the false detection. The patient's family was with the patient during the event and was reported to have been conscious at the time. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The device was shut down (B)(6) 2014 after the defibrillation event, prior to the patient's passing. There is no allegation that the lifevest contributed to the patient's death.